Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the report that the programmer was unable to locate devices for interrogation. Using a known good programming head, devices could be interrogated and programmed successfully with no anomalies found. (B)(4) programming head uplink amplitude and electromagnetic immunity tests are out of specification; programming head cable found out of electrical specification. Programming head lens is cracked.

Event description:
It was reported that this programmer had been unable to locate devices for interrogation in several instances, when the programming wand had been over the devices. Changing out the programming head did not resolve, and it was believed to be a possible telemetry port failure. The programmer was returned for service. Follow-up determined that another programmer was available at the physician's office and that there was no impact to the patients. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.